Event description:
The following information was provided by the initial reporter: it was reported that the battery compartment 1.05 was damaged. The event happened during testing. The following information was provided by the investigation: lifting dso (downstream occlusion) seal.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Customer complaint of damaged battery compartment confirmed through visual inspection. Upon further investigation found lifting dso (downstream occlusion) seal. Replaced dso seal and battery compartment. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.